Event description:
Soft introducer was placed through CT guidance, a biopsy was taken and xl semiflex was placed through introducer. Xl pierced the side of the introducer and caused a pneumothorax.. Sheath was radiopaque, so xl path was not readily visible. Probe and sheath were withdrawn and pierced wall was visible. A second xl semiflex was used a liver lesion was ablated. Patient had to have treatment for pneumothorax.